Event description:
It was reported that during post-dilatation of a 3.0x18 xience prime stent in the non-tortuous/non-calcified distal right coronary artery, a 3.25x12 nc trek rx balloon failed to inflate during the first attempt. The dilatation catheter was withdrawn from the anatomy and exchanged for a non-abbott balloon catheter. The same non-abbott inflation device was used to inflate the non-abbott balloon and the procedure was completed successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported inflation issue was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.